Event description:
I have been wearing omnipod since 2021. I have never had problems with it. Starting in 2024 around (B)(6) 2024 I started noticing extreme issues with my blood sugar. High blood sugars, and low blood sugars that were unexpected and unexplained. I was starting to suspect it was my omnipod, so I stopped wearing it in (B)(6) 2025. I just received a recall notice in the mail, and it all makes sense now.